Event description:
It was reported that an animal underwent a spaying & neutering procedure on (B)(6) 2022 and suture was used. During the procedure, the suture broke twice. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). Component code: (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse consequence associated with the patient? Could you please confirm what broke twice, the needle or the suture? What is the lot number? Device return status: events reported via: 2210968-2022-02402.